Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation and her ipg is unable to communicate with external devices. Patient is to consult with her physician regarding possible surgical intervention to replace the ipg. Patient has 2 scs systems and both ipgs are unable to communicate with external devices (reference MFR report: 1627487-2017-07389 for the additional ipg).

Event description:
Additional information received indicated the patient's ipg was explanted and replaced.

Event description:
Additional information indicated replacing the ipg resolved the issue and the patient is reportedly receiving effective therapy.